Event description:
The user facility reported that the device leaked a liquid substance during a procedure. The surgeon reported that black specks were noticed on the swabs in the surgical field. The surgeon washed out the patient, replaced the swabs, and successfully completed the procedure using a different device. There was no clinically significant delay.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device leaked a liquid substance during a procedure. The surgeon reported that black specks were noticed on the swabs in the surgical field. The surgeon washed out the patient, replaced the swabs, and successfully completed the procedure using a different device. There was no clinically significant delay.